Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient developed a chronic, persistent bilateral dislocation. The bilateral fossa implants will be replaced.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported event could be confirmed as the surgeon provided scans for the planning of new bilateral tmj implants. The patient received bilateral tmj implants in (B)(6) 2025 but experienced multiple dislocations on both sides requiring repeated closed reductions and pain management. New implants with design modifications were created to prevent further dislocations, and the likely root cause was identified as a poorly fitting maxillary denture that was not maintained postoperatively. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.